Event description:
It was reported that lead noise was observed via stored egms. Lead damage was suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped.